Event description:
Report received of a tubing separation of the y-site. The customer reports that the parent of the patient had noticed the solution leaking and called for assistance. The tubing was changed. The clinician is not able to remember what the pt diagnosis was or what solution was infusing at the time of the separation. There was no report of the pt experiencing any bleed back or blood loss. No report of adverse pt effect. Additional pt info was requested, but no further info was available.